Event description:
While attempting to deploy asd closure device, it prematurely detached from the delivery device. Attempts were made to retrieve the device. Device was snared in the right ventricle.